Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: a review of the black box indicated data from the complaint date had been overwritten due to continued pump use. A review of the current black box data indicated dates from (B)(6) 2016. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date the patient sought emergency medical treatment. No additional information was provided. It is unknown at this time if the issue was blood glucose related or not. Pump troubleshooting could not be completed. This complaint is being reported based on the allegation that the patient experienced an unspecified adverse event and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.